Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: faulty video cable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head did not display an image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head did not display an image. The issue occurred during preparation for use. There were no reports of patient harm.